Manufacturer narrative:
D10 concomitant product: um-203, um-203 biosyn* 4-0 vio 75cm cv23 x36, (lot # d4k2972y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a veterinary cesarean section for a canine patient, while starting to suture the uterus, the suture was taken and immediately detached from the needle. Another suture from the same lot was used but had the same result. Another suture from another manufacturer was used to complete the case. There was no patient injury.